Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, some episodes of noise were observed. Lead damage was suspected. Lead replacement was recommended. Patient's condition during and after the event was stable.